Event description:
Additional information received reported they took the battery out put it back in made sure to be fully charged. They couldn't continue and had to call manufacturer. When they finally got a hold of someone, the paddle was replaced. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The manufacturing representative (rep) initially called and reported the patient reported seeing a software problem screen (1-intellis 2- 3.0 3-243 4-qf_port) and unable to charge past 20 percent. An outbound call was made to the patient and clarified that this issue started about 3 weeks ago and its been getting worse. The patient was also seeing a system problem screen but rep didn't know code at time of call. The patient have already tried resetting battery pack but this did not resolved the issue. No symptoms reported. A replacement recharger telemetry module (rtm) was sent to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was caller stated patient is unable to charge ins past about 20% and is seeing software problem message with the following information: 3.0, 243, qf_port and also seeing "system error" message but caller didn't have any more specific details on that message. Caller stated patient reseated controller battery pack and that resolved the message and patient continued charging ins but can't charge past 20%. The caller was not with the patient. The caller was redirected to have patient examine recharger and controller connections for any damage and call ps for further troubleshooting and component replacement if necessary. Tss reviewed that if ins is in the red zone, it may take longer to initially charge it to get past the red zone and patient may just need to be patient. Tss reviewed if issue continues with charging the ins, caller should consider meeting with patient to examine tablet recharging stats. No patient symptoms were reported.